Manufacturer narrative:
Other, other text: additional information is provided in g.1., h.2, h.3. And h.6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found that the water tank cover was cracked on the top left corner and it was leaking from the bottom of the water tank cover, the quick connect was corroded and was leaking and the enclosure was cracked on the bottom of the quick connect fitting. During the functional testing, the power was turned on for ten minutes and the lcd was still reading zeros. The cause of the issue was found to be the faulty pcb. The pcb was replaced as well as the water tank cover, quick connect, enclosure, reservoir gasket and o-rings. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the display was reading zero but was not able to change the temperature on it. The display just shows 4 zeros. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.